Manufacturer narrative:
Continuation of d10: product ID: 37761, serial# :(B)(6), product type: recharger h3. Analysis found non-conformances and the desktop charger subsequently needed repair. The cable assembly needed to be replaced due to frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The caller had a damaged desktop (dtc) charger cord since last night. Pt reported the metal pin on end of desktop charger fell off and cannot charge the recharger. Agent had pt inspect recharger port and stated it looks "yucky" and maybe dented but does not know if that is how it is supposed to look, pt could not tell. Agent reviewed to call back if replacement dtc does not resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID 37761 , serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.